Event description:
Report received of a non-delivery. The pump was programmed to deliver a volume of 545ml of an investigational chemotherapy agent, epoch, at a rate of 22.7ml/hr over 24 hours. The pt rec'd 4 days of epoch infusion. On the 5th day the pt rec'd hydration fluids 2 hours prior and 2 hours after the completion of the epoch. It was reported that on day 3, the chemotherapy was begun at 3:00pm. The pt went home following the initiation of the third bag of chemotherapy. At 7:45am the following morning, the pt called the customer and reported that the chemotherapy had not infused. The pump display indicated that the pump was working, but the total volume infused was reading 0.0ml. The pt stated that "last night patient noticed that the bag was just as heavy as it had been in the afternoon". The pt returned to the clinic, and the 3rd day of solution was reinitiated at 8:00am. The pt's physician chemo cycle was lengthened by 15 hours. There was no add'l blood work drawn, the blood work remained on schedule. The pt did receive one add'l day of prednisone therapy. The pt did not experience any adverse effects. Though requested, no furhter info was available.